Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as blisters that were raised and red with some drainage. The skin irritation was located under the therapy pads. The patient reported an allergic reaction. Nurses gave the patient some salve to use. Follow up was completed and the skin irritation was improved. The patient ended use of the lifevest.